Event description:
Boston scientific received information that this implantable pacemaker showed a remaining longevity of 6 months with magnet rate of 90 beats per minute (bpm) after being implanted for only 3 months. An engineering analysis was done which confirmed that the device was operating in abnormally high power consumption. There was no sign of the power consumption stabilizing and it appeared that power consumption will continue to increase until the device will be unable to deliver therapy. A device replacement was then advised. This device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Analysis of the returned product is currently ongoing. This report will be updated upon completion of the analysis.

Event description:
Boston scientific received information that this implantable pacemaker showed a sudden drop in longevity. Device check had 6 months left with magnet rate of 90 given that the device was implanted for 4 months only. Engineering analysis was performed and revealed that battery consumption was unusually high and increasing. This device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device failed battery usage testing and premature battery depletion was confirmed due to hydrogen induced leakage on a ceramic bypass capacitors.